Manufacturer narrative:
Internal complaint reference case (B)(4). Vvv the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with the articulation bar for the top jaw fractured. There is biological debris on the device and the lower jaw is intact. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include excessive force or off-axis insertion. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the novosticth pro did not fire correctly, there was no needle coming out. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.